Manufacturer narrative:
Ge service representative performed an on site investigation. The circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a communication error code message and thereby failed to produce fluoroscopy x-ray. No report of patient injury.